Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his sensor broke during insertion. The customer's blood glucose at the time of incident was 338 mg/dl. The customer did not know that he had to take the plastic pedestal off, and broke the sensor during insertion. No products were returned and a replacement sensor was shipped to the customer.